Event description:
The pt underwent a successful stent assisted coil embolization of an aneurysm in the proximal right m1 to the distal right internal carotid artery intracranial terminus. Two days later, the pt was discharged home with residual cardio-embolic ischemic effects and on anticoagulation/antiplatelet therapy. Ten days post procedure, the pt was re-admitted with left hemiplegia ruled as a right middle cerebral artery (mca) stroke. This was considered due to in-stent thrombus that resulted from non-compliance with the anticoagulation/antiplatelet therapy prescribed. The pt was taken to surgery for medical (aggristat) and mechanical thrombolysis that left a small residual in-stent thrombus. Flow was restored. Three days follow re-admittance to hosp, the pt was noted to have continued development of the right mca infarcts and a new left occipital infarct. Five days following the event, it was considered to be resolved with residual weakness by the physician.